Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) determined that the reported event was caused by user's handling. The endoscopic image may not have been displayed because it was damaged by the user loading the boot of the device. The instruction manual provides preventive measures against damage to the camera cable. By following this instruction, the user may have been able to prevent the camera cable from being damaged. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. The camera cable boot was damaged. The device has not been repaired in the last year. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that the endoscopic image was not displayed due to damage to the camera cable unit. There was no report of patient injury associated with the event.